Event description:
It was reported on (B)(6) 2016 that the medical professional's tablet was having unspecified performance issues, as it was indicated that it was "not working." Field assistance with the site tested the full programming system on a demo generator and found no issues with the device. The information at this time reasonably suggested that there was no device failure. It was later indicated that further field assistance on (B)(6) 2016 as part of attempts to follow up with the site identified an issue with the usb to db9 serial data cable for the tablet. This was determined through troubleshooting where components known to be functional were switched with the suspect adapter cable. The adapter cable has not been returned to date.

Event description:
Additional information was received from the medical professional who had used the tablet when the issue was first noticed. She indicated that the tablet with the suspect adapter cable could not read a patient's vns system, but she used another system that performed as intended. No patient therapy was impacted. She indicated that the company representative could not reproduce the issue at the site at that time and appeared to work as intended. The suspect adapter cable was received by the manufacturer and is undergoing product analysis. It was reported that when the adapter cable was retrieved from the site, it could not be distinguished from the adapter cable reported in medwatch report 1644487-2016-00399. No additional pertinent information has been received to date.

Event description:
Product analysis was completed on the returned usb to db9 cable. An interrogation was attempted, but was unable to be completed. The serial cable's db9 hood was opened, and it was identified that the white data- and green data+ wires were no longer soldered on the serial cable pcb. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified. The cause was identified to be mechanical stress.